Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the plastic ring around the top of the reservoir slot was broken. The customer¿s blood glucose level was unknown at the time of incident. No further troubleshooting was performed. The device will not be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
To inform that the section was incorrect with the initial report. The correct information has been provided with this report.